Event description:
It was reported the pt was experiencing pain at her scs ipg pocket site due to the location of her scs ipg. The scs ipg was repositioned to a more comfortable location which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.